Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on 03/24/2017, that the patient experienced a skin reaction at the sensor site. The reaction was described as extremely itchy skin, red, with watery discharge. Affected area was treated with an unknown ointment, date of prescription unknown. No additional patient or event information was provided. Product was not provided for investigation. However, photographs were provided which confirmed the alleged malfunction. The root cause could not be determined.